Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling the switch gasket was torn and scratch marks were observed on the main board. The switch gasket and the main board was replaced. The device was recertified and returned to the customer. This report has been attributed to mishandling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.